Event description:
It was reported by service report that the fowler gas cylinder was leaking and the fowler was not holding in position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.